Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The instrument tube extension had pad printing removed. There was a portion part of the orange pad peeled off. The peeled off part measured roughly about 0.426 x 0.266. Failure analysis concluded the pad printing damage was likely due to improper cleaning. Additional observation not reported was the instrument tube extension was cracked. There was a crack at the proximal interface area but nothing was broken off. The crack measured roughly 0.110. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the orange portion is peeling back on a monopolar. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.